Manufacturer narrative:
Date sent to the FDA: 7/4/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted upon visualizing the mesh, he slowly and carefully freed the mesh from the underling tissues only to remove the anterior sheath in its entirety. The deeper area was so indurated and fixed to the cord structures that he did not feel it safe or prudent to attempt to remove the rest. It was reported that the patient experienced an unknown event. No additional information was provided.